Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. Reportedly, the customer changed the cartridge to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level.